Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
I just wanted to bring to your attention that the last 3 cases we have done, we have ended up using different sizes than the trumatch plan. 1 of those we went to a larger size femur and the other 2 were tibial trays- 1 we went up a size and the other we went down a size. In addition to sizing, 2 of these cases we had to take additional bone on both the distal femur and the proximal tibia. I am only bringing this to your attention b/c I know trumatch has changed some things and I don't know if there is a different process or software in place that could be potentially causing this. We very rarely change the proposed size, especially on the femur! I think overall it's only happened maybe 3-4 times in the past 4 years

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: the device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot number required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot number required were not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, a need for corrective action is not indicated. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.